Manufacturer narrative:
The technician found grease on the hi/low drive brake drum. The technician cleaned the brake drum to repair the bed.

Event description:
Info received indicates, the hi/low function is drifting down.